Event description:
It was reported that during central processing, a broken cable was identified on the megasuturecut needledriver instrument. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's grip cables to be broken at the distal idlers. The idler pulley spun freely and was undamaged. Cable segment was observed to be sticking out at the wrist. The other cables at the wrist were undamaged. Failure analysis investigation also found the following damages: the instrument's distal pulleys had mechanical indentations/burrs. There were indentations at the edge of the distal pulley and inner pulley with visible scratches on the surface of the pulley. Failure analysis concluded that the damage may be due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments.